Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys hbsag confirmatory test reagent performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The investigation was limited due to the unavailability of sufficient patient sample material for further analysis. The root cause was attributed to a sample-specific discrepancy. Further testing for hbsag is recommended for this patient. For diagnostic purposes, results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the elecsys hbsag ii assay and the elecsys hbsag confirmatory test on a cobas e 801 analytical unit. On (B)(6) 2022, the elecsys hbsag ii assay generated a result of 1.51 coi (reactive), and the elecsys hbsag confirmatory test also generated a reactive result. Additional testing on the same sample using the elecsys anti-hbs (ahbs) assay produced a result of 2.0 iu/l (non-reactive). Testing of different blood draws from the same patient was conducted on (B)(6) 2022 using competitor systems (abbott and siemens). Both systems reported non-reactive results for hbsag and ahbs. No further result details were provided for these tests.